Manufacturer narrative:
Complaint conclusion: a report was received that the stent delivery system (sds) of an 8 x 40mm precise pro rx carotid system separated during the attempt to deploy the stent. The device was removed and the procedure successfully completed with another device with no reported patient injury. The event involved a female patient undergoing a percutaneous intervention of a target lesion in her femoral artery. The site reported that no damages were noted to the device packaging prior to use and that no difficulty had been experienced when removing the device from the package. The device was successfully prepped according to the instructions for use (IFU) and appeared normal prior to use. Attempts to obtain additional information about this patient or the event have been unsuccessful. One non-sterile precise pro rx us carotid syst was received coiled inside a plastic bag with an un-deployed stent and with a closed hemostasis valve. The outer body of the device was noted to be separated 22cm from the brite tip. No other discrepancies were found. Functional testing could not be performed because of the separated outer body. Sem analysis of the external surface of the outer body revealed evidence of elongation near the areas of separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds - deployment difficulty-unable" and ¿ sds ¿ separated-in patient¿ events were confirmed based on the results of the visual analysis. Based on the results of the sem analysis, the exact cause of the outer body separation does not appear to be manufacturing related. According to the product instructions for use (IFU), users are instructed to unlock the tuohy borst proximal valve end connecting the inner shaft and outer sheath of the sds. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Based on the results of the product analysis, there are procedural factors that may have contributed to these events. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the precise pro rx us carotid stent delivery system (sds) was delivered to the femoral artery target lesion and separated during attempted deployment. The stent could not be deployed. The device was exchanged and another stent was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The percent stenosis of the femoral artery target lesion was unknown and no other target lesion characteristic information was provided. Additional information received indicated that it was unknown what part of the sds became separated: the guidewire (inner) lumen, hemostasis valve, outer sheath, outer sheath distal tip, luer hub (outer sheath), catheter tip, or the stent delivery system. It was unknown if any additional intervention (snare etc.) Was necessary to remove the device from the patient. It was unknown what the approach was for the procedure or what additional equipment was used. It was unknown if there were any reported product issues with the additional equipment used. No additional procedural details were available. The product is being returned for inspection but it is not known if the stent for the complaint product is being returned with the sds. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.